Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown morphine drug via an implantable pump for non-malignant pain. It was reported that the patient was getting a weird message on the handset within the last week that says alert connection interrupted, connection to the pump was interrupted, must exit and restart the app, service code 338. Caller stated the screen always seems to get stuck at 91% when they were trying to connect with the controller, and they had to restart the application, and it took a long time to connect to the pump. Agent asked clarifying questions. Agent assisted caller with closing out of all running applications and clearing the data on the handset and device connected to pump very fast. Agent reviewed device function. Agent reviewed longevity and recommend patient consult with their healthcare provider (hcp). The troubleshooting steps that were taken on the call resolved the issue.